Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Unable to verify no delivery alarm also, unable to verify low reservoir alarm due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose level at the time of incident was unknown. It was reported that the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.